Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the surgeon was drilling a hole through the acetabular cup prior to implanting a screw and the drill bit broke."